Manufacturer narrative:
(B)(4). Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Event description:
A pt was scanned on a siemens 1.5t system using an invivo shoulder coil 1.5t for a left shoulder examination. Three days later the examination the pt showed a burn in the area under examination (left shoulder). The size and degree of burn is unk.